Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. The customer does not know how the issue of the coupler being broken occurred. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, the coupler stopper was observed to be loosened which caused the coupler to be detached from coupler mount. The user¿s complaint was confirmed. In addition, the video connector is cracked. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for repair of the device coupler being broken into pieces observed during reprocessing. There is no patient involvement and no harm reported to any patient. Upon repair inspection it was noted that the coupler stopper was observed to be loosened causing the coupler to be detached from coupler mount. This medwatch is being submitted for the issue of the loosened coupler stopper causing the coupler to be detached from the coupler mount.